Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the available information, the cause of the reported poor imaging appears to be due to procedural conditions and the reported device damaged by another device (dislodged) appears to be user technique (refer, (B)(4)). The reported slda is a cascading effect of the reported device damaged by another device (dislodged). The reported multiple medical intervention was the result of case-specific circumstance. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional mitraclip referenced in b5 will be filed under a separate medwatch report number.na.

Event description:
This is filed to report the clip detaching from the anterior leaflet after being dislodged by contact from another clip, requiring intervention to stabilize. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4+. It was noted that visualization of the posterior leaflet was difficult during the procedure. An xtw (30227r1019) clip was placed on the valve without issues. A second xtw (30227r1047) clip was then attempted to be implanted to further reduce mr. During positioning, the clip contacted the first implanted xtw (30227r1019) clip. The physician retracted the clip above the valve to restart positioning. At this point, it was noted on imaging that the first implanted xtw (30227r1019) clip was detached from the anterior leaflet (single leaflet device attachment (slda)). The second xtw (30227r1047) clip was then implanted to stabilize the slda, also reducing mr to grade 1+. Both clips were stable on the valve. There was no clinically significant delay. No additional information was provided.